Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific crm received information that this patient presented to the emergency room with complaints of dizziness, nausea and syncope. There were no allegations against device functionality.